Event description:
It was reported to boston scientific through a study (isr) that a leveen needle electrode was used during a radiofrequency ablation procedure performed on september 10, 2008. According to the complainant, a planned small pneumothorax was created prior to the radiofrequency procedure. Following the procedure, there was a small area of post ablation hemorrhage within the right upper lobe, which was demonstrated on the post ablation CT and initial postoperative x-ray in the pacu. No further notations or management of the hemorrhage were made or indicated. The patient has since been discharged to home.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.